Manufacturer narrative:
On 02/29/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 03/03/2016 a medtronic representative, following-up at the site, reported a conversation with the site¿s k2 representative who stated that they were using the same mis driver in this procedure as they used in a previous procedure. The difference was in this procedure, the surgeon was using the k2 degan driver which matches the medtronic legacy standard driver. This likely explains the alleged inaccuracy. On 03/15/2016 software investigation completed. Findings are that this issue occurred when using the k2 screwdriver, a non-medtronic instrument, with the medtronic orange navlock tracker. The site used the application in an off-label way and was unsuccessful. Software functioning as designed. Not a software anomaly. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon was approximately 3-4 centimeters inaccurate inferior (deep) in the anatomy. This inaccuracy occurred when using the k2 screwdriver, a non-medtronic instrument, with the medtronic orange navlock tracker. The surgeon was using the legacy reduction driver tool card with the k2 driver. Changed to a different tool card (4.5 legacy tap), while still navigating the k2 driver, and was accurate in the software. The surgeon continued using the k2 driver for the procedure, however, did not use navigation for that particular instrument. In trouble-shooting, the surgeon attempted to re-verify the k2 driver and this did not resolve the issue. The software was tracking accurately with the medtronic thoracic probe and the k2 tap, a non-medtronic instrument. There was no delay of therapy. There was no impact on patient outcome.